Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Customer states during a colectomy functional end to end anastomosis, the firing stopped just after a start. Surgeon pushed the blue button, but could not start the firing. Other devices were used to work on the rest of staple line and completed the firing. Reinforcement material was not used. The event occurred in use for patient. The surgical time was not extended. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.